Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. The patient denied having any falls or traumas related to the issue. The patient¿s impedances were checked and showed out of range impedances. The patient¿s lead and ins were removed and replaced to resolve the reported issue. The issue was confirmed to be resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed final functional testing. The ins was functional. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Analysis of lead model 3889-33, lot # va0uk9n, showed no significant anomalies although it was noted that some of the conductors were broken which was consistent with explant damage. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the out of range impedances were high impedances. No further complications were reported.